Event description:
Reportedly, during pt use, the ventilator did not recognized the power pac battery. The battery was replaced and the issue was resolved. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, there was no pt info provided.